Event description:
It was reported that this patient passed out and presented to an emergency room. A device check revealed that the patient had several runs of ventricular tachycardia (vt), that were self-terminating. Then there was an episode where anti-tachycardia pacing was delivered for vt, which accelerated the arrhythmia into a ventricular fibrillation. A shock was delivered and terminated the arrhythmia. No additional adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.